Event description:
The facility reported a colleague infusion pump with channel b being inoperative. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of channel "b" inopeartive was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a faulty pump head module communication harness. The pump head module communication harness was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter has received similar reports for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.